Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Detailed trace analysis confirmed alarm was triggered when the backup battery unloaded voltage (unloaded vlith) was less that 3.7v for consecutive 240 minutes due to non-sleep anomaly software error. Unit was received with scratched case, minor scratched lcd window and stained keypad overlay..

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call power error detected alarm on the insulin pump. Customer's blood glucose level was 123 mg/dl. Troubleshooting for power error detected alarm was performed. Customer was advised the internal power source was unable to charge. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.